Event description:
Assistant doctor reported an unreported patient incident that occurred in week 10. Involved patient underwent a flexible ureteroscopy procedure with an ascope 5 uretero (as5u) and a ureateral sheath. When leaving the renal calyx system, which the doctor wanted to mirror, he pulled out the sheath and as5u. The as5u was still in the sheath and in a bent position in the lower renal calyx in flexion. He released the lever to control the angulation and assumed that this would move the distal end of the as5u back to the zero position. After removal, however, the doctor initially reported that they found severe and extensive damage to the ureter from the transition from the renal calyx system to the ureter. When the incident was followed up, the doctor confirmed that the injury was a minor lesion and not as an extensive injury as originally described. The patient was discharged without any further serious consequences or health impairments following this ureteral injury.

Manufacturer narrative:
We were unable to verify the reported failure as complaint sample was not returned for investigation. The sample was discarded and the customer only assumed that the lot is the one concerned. Ambu production and quality control performs 100% bending functionality on each scope, verifying good functionality prior to shipment. Based on additional information provided by the customer, prescribed pre-check was performed prior to procedure with no abnormalities detected. During procedure, the bending section of the ureteroscope did not move to normal (straight/zero) position after the control lever was released in the lower calyx. The ureteroscope was pulled in the direction of pyeloureteral juction in the flexed position where the user felt resistence, after which the bending section was able to reflect in ureter and urinary bladder, causing no disruption afterwards. After procedure completion, no defect was observed on the bending section as it could bend and return to normal position as intended. Compatibility with ureteral sheath (12 fr, coloplast) and laser fibre (272 micrometers, lisa laser) was confirmed with a review of IFU. Therefore, failure occurring due to incompatibility/wrong size of tools was excluded. Based on the investigation performed, we suspect that the failure observed during procedure could be contributed to user handling during procedure, however the root cause could not be determined. Instructions for use (IFU) of ascope5 uretero state in the warnings & cautions section: do not to use excessive force during insertion and withdrawal of endoscopic instruments as it may cause injury to patient and/or damage to the ascope 5 uretero. Advance endoscopic instrument with caution and ensure continuous visualization of the endoscopic instrument protruding from the distal end of the working channel to prevent patient injury. The endoscopic instruments shall always be operated according to the respective manufacturer's instructions for use. Quality alert has been raised to production, quality control and technical team to alert them on this market complaint and we will continue monitoring the market for similar incidents.